Event description:
This senior medical affairs specialist has reviewed the customer care advocate's cca's, documentation, having been unable to speak with the patient directly. A letter will be sent. The patient alleged that results on her onetouch ultrasmart meter were inaccurately high beginning in 2008. No results were provided. The patient's regime consists of metformin extended release and glypizide, both oral diabetes medications. On an unknown day and time after the alleged issue began, the patient allegedly self treated with food and or drink when she was reportedly shaky and jittery. The patient also reported a result on her meter two weeks later, of 174 mg/dl compared to another ultrasmart, 99mg/dl. Reportedly, the patient "ate more food and drink." No symptoms were reported before or after the comparison, performed within 10 minutes and outside of the expected <=30%. It is unclear whether the patient performed or refused to perform a control solution test. This complaint is reported due to allegations of a symptom that can be associated with severe hypoglycemia that was reportedly relieved with self treatment, after the reported issue. The cca replaced the product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.